Event description:
The customer's mother called to report that a "crackling" noise was heard when the pod was being filled. The pod was placed in the evening and high bg's (500mg/dl) were experienced continuously throughout the night and into the morning. This is despite the fact that multiple correction boluses had been administered to count the high bg's. The pod was deactivated in the morning and will be returned for evaluation.

Manufacturer narrative:
The product was returned and evaluated. The evaluation indicates a problem with the retainer that allowed a component to move resulting in damage. This damage prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and distinct "crackling" noise resulting from stripping the threads of the component when over-pressurized. The omnipod user guide states: "warning: never use a pod if, during fill, you detect any crackling noise or resistance while depressing the plunger of the fill syringe. Using a pod with these conditions could result in under-delivery of insulin." The user is also instructed in the user guide to monitor blood glucose levels frequently. By following these recommendations, the user became aware of their high blood glucose and started a new pod or backup therapy if needed.